Manufacturer narrative:
The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Returns were not available. The review of historical performance of reagent lot 24128ud00, was completed. Trending review determined no trends for the issue for the product. Device history record review on lot 24128ud00 did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. Historical performance in the field using world wide data from abbottlink was reviewed and determined that the patient median result for the lot is comparable with other lots in the field. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I lot number 24128ud00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98.

Event description:
The customer reported a falsely elevated architect stat troponin-I result on a patient that was negative by the siemens platform at another laboratory. No impact to patient management was reported.